Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 436 mg/dl. Customer was treated with insulin and syringe. Customer was using auto mode feature. Customer declined to check air bubble and leak. Customer did no allege insulin pump for under delivering. Customer declined troubleshooting. Customer was been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.